Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had an inflammatory mass (im) that was "like 3 inches long, 1 1/2 inches wide" and stuck up an inch and a half off the patient's back. It was noted that the patient had the im since implant but it was getting worse and worse. They were reportedly going to do a dye study the following day to investigate it. The patient reportedly had "every symptom", increased pain, having to turn the pump up to control the pain. They were reportedly "trying to handle it" and were "on top of it". The pump was infusing morphine.